Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. There would be a delay in clearing the alarms. The customer's blood glucose level was 160 mg/dl. The customer had insulin injections available if needed for insulin therapy.